Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have thermal damage at the distal clevis. Material appears to have burnt off from the charring that occurred on the distal clevis and went up to the proximal clevis. The instrument passed the electrical continuity test. Components adjacent to the distal clevis show thermal damage. The complaint was confirmed by failure analysis. Isi followed up with the site and obtained the following additional information: no arcing or thermal damage was observed by the customer. There were no injuries or adverse events. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.